Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Oozing from the groin site with a saturated dressing was reported by the registered nurse, and femstop was in place upon arrival to the unit. The surgeon came bedside and placed a purse string suture, which stopped the bleeding. The patient received 3 units of blood. High purge pressure was noted and unable to resolve; purge cassettes were changed and tpa was started. The tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor; this is an off-label use and there was no impact on the patient. The patient survived to explant. Bleeding may occur in the setting of access-site complications and the anticoagulation/purge requirements associated with impella support.